Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a broken bottle in the carton. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The most likely cause of the condition was due to shipping and/or delivery process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one evacuated container, 1000 ml was broken upon delivery. It was further reported the shipping container was not damaged; however, one container was observed broken. This was observed when the package was received. There was no patient involvement. No additional information is available.